Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/2/2021. H.6. Investigation: bd received one hundred (100) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for 'closure separation' with the incident lot was observed. Additionally, twenty-four (24) customer samples along with twenty-four (24) retention samples from bd inventory, were evaluated by functional testing and the issue of 'closure separation' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 1000 times. The following information was provided by the initial reporter. The customer stated: "high risk of instrument prove's damage due to closure separation.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'closure separation' with the incident lot was observed. Additionally, 24 retention samples from bd inventory were evaluated by functional testing and the issue of 'closure separation' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 1000 times. The following information was provided by the initial reporter. The customer stated: "high risk of instrument prove's damage due to closure separation."